Event description:
It was reported that the surgeon fired and upon removal of the device he noticed that the distal part of the staple line was malformed. The surgeon had to oversew the staple line to prevent leakage. No pt consequence.